Event description:
It was reported that the pt experienced an inflammatory mass. No symptoms were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.